Event description:
It was reported that during a laparoscopic colon resection procedure the device was fired three times and the cartridge color was unknown. The device cut completely but only stapled the proximal and distal part of the staple line. There were no staples in the middle of the staple line. It is unknown how the case was completed. There were no patient consequence.

Manufacturer narrative:
(B)(4) incomplete-interrupted cycle. The following information was requested, but unavailable: on what tissue type was the device used? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Asku. Echelon straight/flex: during which stroke did the event occur? Asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.